Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with unspecified juvéderm product and experienced a hard lump like stone. Studies and laboratory tests carried showed that the cause was hyaluronic acid. At an unspecified time later, check up showed there should be no more of the substance. Patient later reported they have an unspecified infection. Symptoms are on-going.